Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was found to have no capture. The ra lead appeared dislodged under fluoroscopy. The ra lead was capped and a new lead was implanted successfully. No patient complications have been reported as a result of this event.